Event description:
(B)(6) trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, the patient experienced plaque shift. Lesion 1 was 90% stenosed, 3.0mm in diameter and 18mm long portion of the mid right coronary artery (rca). The lesion was treated with direct stent placement and a 3.0x24mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was 99% stenosed, 3.0mm in diameter and 6.0 mm long portion of the ramus. During the index, the patient experienced plaque shift in the ramus after percutaneous transluminal coronary angioplasty (ptca) of the circumflex. Residual stenosis was 20-30%. Timi flow was 3. The procedure went well and the patient was transferred for monitoring. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)